Event description:
A healthcare professional alleged that she performed a control test using a contour system and received a result of 414 mg/dl. The control test was performed due to a higher than usual blood glucose reading. No adverse events were alleged. The normal control range was 105-145 mg/dl. The caller used the last of the test strips, so no product will be returned.